Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. Approximately two months later an in-clinic check was performed; the device would inflate, but not fully. The physician suspected a pump malfunction, so a revision procedure was performed. During the procedure, the original cylinders were tested with no signs of leaking, so a new pump was connected to the cylinders. The reservoir was checked for leakage and determined that the reservoir had been perforated. A new reservoir was implanted on the right side, and the original reservoir remained implanted to avoid damaging the mesh from an unrelated procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. Inspection of the pump found the kink resistant tubing (krt) was worn to the filament and the pump did not pass the activation testing. The pump did pass the leakage testing. Based on the information, the reported observations were confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with inflation issues. A couple months later, the patient consulted with their physician and the device would inflate, but not fully. The physician suspected a pump malfunction, so a revision procedure was performed. During the procedure, the original cylinders were tested with no signs of leaking, so a new pump was connected to the cylinders. The reservoir was checked for leakage and determined that the reservoir had been perforated. A new reservoir was implanted on the right side, and the original reservoir remained implanted to avoid damaging the mesh from a unrelated procedure.

Manufacturer narrative:
Correction made to h6 device codes.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. Approximately two months later an in-clinic check was performed; the device would inflate, but not fully. The physician suspected a pump malfunction, so a revision procedure was performed. During the procedure, the original cylinders were tested with no signs of leaking, so a new pump was connected to the cylinders. The reservoir was checked for leakage and determined that the reservoir had been perforated. A new reservoir was implanted on the right side, and the original reservoir remained implanted to avoid damaging the mesh from a unrelated procedure.